Manufacturer narrative:
The reported failure of circuit charging abnormality is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer recieved information that a trilogy evo device is alarming "ventilator service required" by a hospital medical engineer. No patient harm or injury was reported. Upon checking the alarm/event log, an error indicating a super capacitor abnormality or an abnormality of the charging circuit for the super capacitor was recorded as the relevant alarm, so the system pca (circuit board) was replaced.